Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device drains battery when the device is in the off state. There was reported patient involvement but no patient harm.